Event description:
It is reported that the staff nurse noticed leakage on the auto valves and on the retention balloon therefore experienced difficulties in deflating the balloons for two (2) flexi-seal control devices, after 1 day of use.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction; however further details in this case indicates that the pt did require medical treatment and/or intervention to prevent skin issues. Further clarification of "skin issues" has been requested as this report is deemed a malfunction at this time. The fms device has been replaced, and has been discontinued from use. Lastly, there was no report of the pt being harmed as a result of this malfunction and an investigation request was sent to manufacturure on (B)(4) 2013. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on november 25, 2013.